Event description:
It was reported, the patient underwent PICC puncture on the morning of (B)(6), and the blood return was smooth and fixed. At about 20:00, the nurse found the infusion pump alarm during the infusion process, checked the patient and found that the catheter was returning to blood, and the catheter near the linker was damaged and leaking, trimmed the extracorporeal catheter and replaced the new catheter connector, and there was no blood return after connection. After the leakage occurred twice, the pruned exposed catheter was used to reconnect the extension tube and continue to use it. There were two reported leaks on the same device. This report addresses both incidences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt clearvue catheter and a connector assembly were returned for evaluation. An initial visual observation of the photographs showed an implanted catheter. Small drops of a liquid were observed on the tubing near the insertion site. No details of the leak site could be discerned from the photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.